Event description:
Customer reports she was unable to test on the meter due to the strip not advancing while using the compact system. Customer reports she went for a routine doctor visit and had her blood glucose tested with a result of 244 mg/dl; was treated with insulin. Customer reports she last attempted to test 4 hours prior; meter was unavailable. A request was made for return of the suspect product and a replacement was sent.